Event description:
Facility reported that green disposable camera covers are used on skytron lights throughout their facility. They found that the adapter to attach the cover to the light is breaking and cracking where the hinge is located. The facility reported that there are pieces of these parts breaking off and falling into the sterile field during procedures. No injuries have been reported. Product was not returned for further evaluation. Skytron sold (B)(4) adapters and (B)(4) cases of disposable covers and this is the only reported complaint of this nature.